Event description:
On april 12th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 587 mg/dl from her dario meter. This bg reading was followed by two additional attempts by the user to take a bg reading, where a message to seek medical attention was received instead of the expected bg reading. Due to the above, the user went to the emergency room, where the user's bg was tested and she received a reading of 97 mg/dl from the hospital's meter. The user stated that these high bg readings were due to the fact that her strips are old.

Manufacturer narrative:
From the user's e-mail to dario, the user stated that her strips were old and may have expired. Dario's user guide states in the section factors that may lead to inaccurate resuaccording to the user's statement, her strips were old and may have expired, which may have led to the user's high blood glucose reading.lts: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.